Event description:
It was reported that the device was used during a laparoscopic sigma resection, the device was fired and afterwards made a stapling check with air. The operation passed well. The 2nd day after the operation, the patient was septic and made an ileus. The surgeon had to reoperate and found a staple line with staples that were open without b forming.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.